Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. On an unreported date, the patient was hospitalized for peritonitis. The cause of the peritonitis was not reported. Treatment was not reported. On an unreported date, the patient was transferred to hemodialysis. The outcome of the peritonitis was not reported. Medical history and concomitant medications were not reported. The reporter did not provide an assessment of causality. The reporter declined to provide additional information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.